Manufacturer narrative:
Concomitant products: 5568-53 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, noise and high-rate non-sustained episodes. The lead was capped and replaced. No patient complications have been reported as a result of this event.